Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five syringe 1ml ll w/o dn leaked. The following information was provided by the initial reporter: "when the nurses draw the product into the syringe the product starts coming out of the syringe without pushing the plunger."

Event description:
It was reported that five syringe 1ml ll w/o dn leaked. The following information was provided by the initial reporter: "when the nurses draw the product into the syringe the product starts coming out of the syringe without pushing the plunger."

Manufacturer narrative:
H.6. Investigation: two-hundred 1ml syringes (p/n 309628) sealed in blisterpaks from batch #1082598 were received. The samples were functionally tested for leakage at the luer and leakage past stopper. All samples yielded acceptable results for leakage except one sample failed for leakage past the second rib of the stopper. Visual examination of the barrel and stopper did not reveal any damage to either component. The stopper also did not appear warped beyond its original state beyond what is expected during the assembly operation. Additionally, the inside diameter of the barrel was measured and fell within specification. Potential root cause for the leakage past stopper defect may be associated with the assembly process. It is possible a rough assembly or jamming of the stopper could have impacted the seal of the stopper against the barrel wall. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1082598 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.